Event description:
It was reported that during the implant the lead was positioned several times in a branch of the coronary sinus, however shortly after each positioning the lead would dislodge. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).